Event description:
It was reported that the autopulse nimh battery was found to give a one minute run time despite proper battery management. Another battery was used and worked with no problems. No patient information was provided. No adverse patient sequelae was reported. Manufacturer requested additional information on (B)(6) 2013; however, no additional information has been obtained.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.